Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 2018027. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked after the stopper in the prn popped off during the high-pressure injection. The following information was provided by the initial reporter, translated from chinese: "assess the patient's blood vessel condition, check the quality and validity period of the intravenous indwelling needle, if it is intact and not damaged within the validity period, perform the venipuncture of the indwelling needle correctly, fix the indwelling needle and tighten the straight prn and the y-shaped end cap, there is no redness, swelling and bleeding at the puncture site exudate. After connecting the high-pressure syringe and communicating with the imaging technician, first inject saline test needle under the high-pressure syringe. The nurse cooperated with the test needle in the CT examination room. During the trial process, the patient did not feel any discomfort, and the selected punctured blood vessel was normal. During the process, the rubber at the top of the straight prn pops off, and the tube sealing clip is closed in time, replace the prn and test the needle again. The needle test was successful and no abnormalities occurred again. The normal enhanced CT operation was performed, and there were no other abnormalities after the operation."